Event description:
It was reported that during a stent graft placement the outer catheter was pulled back and the stent was released at 10mm, causing the stent graft to partially deploy. Reportedly, the delivery system was retracted and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: no physical sample and no images were returned. Therefore, the reported failure could not be reproduced and the investigation will be closed with inconclusive result. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. Increased friction during deployment may be related to a difficult patient anatomy or a challenging placement site. Insufficient flushing of the device may be a contributing factor for friction increase. In this case the device was used in the aortic arch after passing the subclavian artery which is an off label use of the device. More information about patient anatomy or preparation was not provided. The product was used after the expiry date. A manufacturing related cause was considered, therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause for the reported event could not be determined. As a result of the investigation performed the complaint is inconclusive. A definite root cause for the reported event could not be determined. The reported application presents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Furthermore, the device was used after it expired. The expiry date is labeled on the outer box, pouch and tray. The reported application represents an off label use of the device. The fluency plus vascular stent graft is indicated for use in the iliac and femoral arteries. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during a stent graft placement the outer catheter was pulled back and the stent was released at 10mm, causing the stent graft to partially deploy. Reportedly, the delivery system was retracted and another device was used to complete the procedure. There was no reported patient injury.